Event description:
It was reported via repair work order that the bed alarm would not work with bed exit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.